Event description:
The customer reported that the IV pole on the spectra optia equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. The IV pole clamp was not installed. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The service technician found a bundle of cable in front of the laver causing it to always be pressed. Moved the cables and the IV pole held in place. The device serial number history report indicates no further related issues has been reported for this device. Correction: the service technician replaced the IV pole. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the spectra optia equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. The IV pole clamp was not installed. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11 and a correction in h.11. Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The service technician found a bundle of cable in front of the lever causing it to always be pressed. Moved the cables and the IV pole held in place. The device serial number history report indicates no further related issues has been reported for this device. Correction: the service technician verified the proper operation of the device. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be a bundle of cable in front of the laver causing it to be always pressed.